Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
(A little part of brush head came off and) almost choked/choked [choking]; sore throat [oropharyngeal pain]; little part of brush head came off - oral-b [device breakage]; little part of brush head came off, choked and had sore throat [injury associated with device]. Case description: a store reported via phone on 09-jun-2015 that 2 oral-b precision clean brush heads were returned 27-aug-2013, and the product was described as being faulty. No further information was provided. 23-may-2016 follow-up with consumer via phone call: the consumer, a (B)(6) female, reported that on an unspecified date in 2013 she was using an oral-b rechargeable toothbrush, version unknown and a little part came off of the oral-b power oral care refills precision clean; she almost choked/choked and had a sore throat. She visited her general practitioner who recommended that she use painkillers; she reported that she did not use any self treatment. She used the brush heads twice a day, and discontinued use of them on an unspecified date in 2013. Her symptoms had resolved on an unspecified date in 2013; the overall case outcome was recovered. No further information was provided.